Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe control 10ml ll bns plunger rod was broken / damaged. The following information was provided by the initial reporter: material # 304134 batch # unknown. Verbatim: rcc received a complaint via email. Email(s) attached. Medline complaint #: (B)(4). Defect description: syringe broke during use. Medline part #: 23119. Product description: syr cntrl 10ml l/l. Vendor part #: 304134. Lot #: unknown. Date reported: 10/14/2025. Sample received: no. Response needed: incident reported to the FDA as MDR-30 day. Reference no. (B)(4). Additional information provided: 1. Could you please provide a further description of the issue? Per customer report "the surgeon was injecting. 2. Local into the patient before the start of the procedure. While injecting, the thumb ring broke off leaving a sharp jagged edge of the plunger.¿ 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details no. 4. What was the impact to the patient? No harm or adverse event.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.